Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: non-olympus lamps causing dimmer images and dead battery not holding settings. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the video system was not bright enough, kind of dim, changed bulb, scope, cable, still dim during preparation for use for a diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the non-olympus lamp caused the reported issue. However, a specific cause of the phenomenon was not established at this time. Olympus will continue to monitor field performance for this device.